Manufacturer narrative:
(B)(4). Date of initial report: 04/28/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the ligasure device jammed with the jaws closed and would no longer open.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 06/01/2016. One used ls1020 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The device was also activated multiple times on simulated tissue, and all seals were completed successfully. The investigation found the device to function normally and within specifications. The device history records for this lot could not be reviewed, because a valid lot number was not provided by the customer. The originally provided lot number was found to be invalid.